Event description:
Healthcare professional reported left side "associated anaplastic large cell lymphoma." Pathological markers confirming alcl have not been received. Device was explanted and replaced.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of lymphoma ¿ alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ lymphoma ¿ alcl - suspected: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "associated anaplastic large cell lymphoma." Pathological markers confirming alcl have not been received. Device was explanted and replaced.

Event description:
Healthcare professional reported left side "associated anaplastic large cell lymphoma." Pathological markers confirming alcl have not been received. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant- associated anaplastic large cell lymphoma".